Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of random cubie failures on main drawer 1.1 was confirmed by fse and subsequently confirmed during the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that performed hardware test application on main drawer 1.1 and found no issues. So, the fse cleaned the drawer row boards and checked/reseated the bus cable connections. Replaced the drawer controller board and retractor band. The cubie drawer and all cubie pockets were tested in the hardware test application, and all passed successfully. Then the fse rebooted the station during the repair process. Cleaned the electronics drawer and the area around the back of the comm sled and power supply. Checked for medications and cleared debris from the bottom edge of the back panel. The fse inspected to check for loose drawers and reseated the drawer cable. All drawers in the main cabinet were tested and passed successfully and completed the preventative maintenance. During dchu visual inspection: pn 353844-01: the unit revealed shorted copper strands with signs of localized thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. Pn 151622-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: pn 353844-01: no further testing was performed as signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. Pn 151622-01: the returned drawer controller board was evaluated on an esd-protected surface, using a calibrated digital multimeter to measure resistance < 1ohms between tp502 tp505 and tp501 tp503, indicating failure of diode d501 and mosfet q501. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of random cubie failures on main drawer 1.1 was due to shorts between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01)/ this condition resulted in localized thermal damage and ultimately compromised the drawer's functionality. Additionally, it was determined that the root cause of pcba dwr cntlr v1.10/v1 was generated by a short circuit on diode d501 and mosfet q501 which led to circuit instability and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1.1 cubie failed. As per part investigation, it was determined that there was thermal damage observed due to shorts between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.